Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report :1627487-2019-06345, reference MFR report: 1627487-2019-06347, reference MFR report: 1627487-2019-06348. It was reported the patient experienced erosion and the left sub-orbital lead appeared to be protruding out of the skin. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. It is unknown which lead was repositioned and all four leads will be reported.

Event description:
Reference MFR report :1627487-2019-06345. Reference MFR report: 1627487-2019-06347. Reference MFR report: 1627487-2019-06348.